Event description:
It was reported that non-sustained right ventricular oversensing (nsrvo) due to post paced t wave oversensing (pptwos) was observed on the implantable cardioverter defibrillator (ICD). Programming changes and/or continued monitoring were recommended due to this being a single recording with no re-occurrence. There were no reported patient consequences.